Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) exhibited high out-of-range (oor) pacing lead impedance (pli) measurement on right atrial (ra) lead. An oversensed noise was also noted on ra channel. The physician asked for possible reprogramming options. Boston scientific technical services (ts) discussed ways on troubleshooting. Additional information states that the event happened last year and had been resolved through reprogramming. The ICD was reprogrammed to vvi. Thus, this ra lead was abandoned electrically. No adverse patient effects were reported.

Event description:
Approximately six years later additional information was received that this ra lead was surgically abandoned due to noise and pacing impedance measurements greater than 2,500 ohms. A conductor fracture was confirmed via fluoroscopy. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.